Manufacturer narrative:
The radiometer investigation has concluded that the root cause is inadequate software design. The inlet pcb contains hall switches to detect the inlet position. Unfortunately, it has been observed that a type of switches with too low signal has been used. E1: telephone number: (B)(6). This complaint was re-opened on 01sep2025 in an internal quality review and reassessed in relation to a CAPA. It is now deemed reportable.

Event description:
Radiometer reference number: (B)(4). According to the complaint the customer has noticed 3 x abl90s (serial no: (B)(6) with capillary sample mode changed from 45ul to 65ul and the report layout from capillary to "venous blood gas". There doesn't appear to be any evidence of a set up being loaded to cause this. Just a lot of troubleshooting and a reboot during the period before it changed.